Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the distal end of the outer sheath being located about 6 mm distal to the distal radiopaque marker. The outer sheath is deformed (i.e. Has buckled) at the proximal radiopaque marker. The proximal stent markers are slightly bent and touch the proximal radiopaque marker. In addition, the inner shaft was found severely deformed (i.e. Strongly kinked and wrapped) in its proximal portion. During the technical investigation the reported event could be confirmed, i.e. The stent could not be released. The blockage was located in the stent area. Microscopic inspection revealed foreign material/residues between the stent struts and on the stent markers. Atr (ir) analysis showed that the residues mainly consist of blood, zein and bacitracin. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The presence of zein and bacitracin is a hint for an interaction with the patients medication which may have contributed to the reported event. The deformation of the inner shaft was most likely induced as a consequence and by application of increased force.

Event description:
An astron peripheral stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in the iliac artery. After pre-dilatation, the astron was introduced, but the stent could not be released as the outer shaft could not be retracted. The device was withdrawn, and another stent was used to finish the procedure.